Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus medical system corporation in japan (omsc) (returned to omsc on 2022/11/21). The evaluation at omsc confirmed the reported cracked eyepiece, which was most likely caused by excessive force and can thus be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The rigid scope was returned for repair to olympus with an eyepiece crack reported by the customer. There is no indication that the reported failure occurred during a procedure and there was no report about an adverse event or patient injury.